Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2012 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated metal ion levels. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2012 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding altr/abnormal ion level and wear/metallosis involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: very little medical information was provided. There is no preop workup for the revision surgery, there were no metal levels, there is no imaging. The clinical history was limited to an operative note and the pi report. Patient underwent revision surgery for catastrophic failure of his acetabulum. They are attributing the failure to trunnionosis. Again, no photographs or other data are presented to support the findings. The patient did undergo revision surgery for catastrophic failure of an acetabular component with gross loosening and acetabular bone loss. The patient had a v40 head in place. It was cobalt chrome. Event confirmation: a revision hip surgery can be confirmed. Metallosis was noted at the trunnion. Increased metal levels cannot be confirmed. Injuries from the implantation/expectations of the components cannot be confirmed. Device recall cannot be confirmed. Root cause: the root cause of the revision surgery appears to be catastrophic failure/loosening of the acetabular component. A root cause for reported metallosis, increased metal levels, injuries, or device recall cannot be ascertained as they cannot be confirmed." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated metal ion levels. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: very little medical information was provided. There is no preop workup for the revision surgery, there were no metal levels, there is no imaging. The clinical history was limited to an operative note and the pi report. Patient underwent revision surgery for catastrophic failure of his acetabulum. They are attributing the failure to trunnionosis. Again, no photographs or other data are presented to support the findings. The patient did undergo revision surgery for catastrophic failure of an acetabular component with gross loosening and acetabular bone loss. The patient had a v40 head in place. It was cobalt chrome. Event confirmation: a revision hip surgery can be confirmed. Metallosis was noted at the trunnion. Increased metal levels cannot be confirmed. Injuries from the implantation/expectations of the components cannot be confirmed. Device recall cannot be confirmed. Root cause: the root cause of the revision surgery appears to be catastrophic failure/loosening of the acetabular component. A root cause for reported metallosis, increased metal levels, injuries, or device recall cannot be ascertained as they cannot be confirmed." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2012 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.